Event description:
It was reported that the spike connector cover was separated from the spike of the transfer set during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. The device was visually inspected, leak tested, clamp function tested, and clear passage tested. The device's inner diameter was also measure against product specifications. The device passed all testing. The reported condition of a connection issue could not be confirmed with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.